Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7233326, medical device expiration date: 2020-08-31, device manufacture date: 2017-09-28. Medical device lot #: 7233318, medical device expiration date: 2020-08-31, device manufacture date: 2017-12-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd venflon¿ pro safety shielded IV catheter, it leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: from the returned sample, it was observed that the needle had pierce through the catheter. The manufacturing process was reviewed. There is no process in the manufacturing facilities that could have caused this nonconformance. The manufacturing process includes an automated vision inspection machine that will reject parts not meeting lie distance requirement. Needle pierce through catheter will automatically be rejected as the lie distance will be out of specification. Investigation conclusion: there is an automated vision inspection system that rejects part not meeting lie distance requirement. A needle pierce though catheter defect will automatically be rejected as the lie distance will be out of specification. There is no process in the manufacturing facilities that could have caused this nonconformance. Therefore, this reported nonconformance could have occurred out of the manufacturing facilities.

Event description:
It was reported that while using a bd venflon¿ pro safety shielded IV catheter, it leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that while using a bd venflon¿ pro safety shielded IV catheter, it leaked. There was no report of exposure, injury or medical intervention.